Manufacturer narrative:
The device has been received by depuy synthes power tools. The investigation is still in process. When the investigation has been completed or additional info becomes available, a supplemental report will be sent.

Event description:
Report received from USA stating that the device had nose damage. The device was not used in surgery and no surgical delay occurred. It is unk of injury or medical intervention occurred. There is no additional info provided.